Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) could not be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported unchanged tricuspid valve insufficiency/ regurgitation (tr) appears to be cascading effect of the reported slda. Tr is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used to successfully implant a mitraclip xtw. A second mitraclip xtw was advanced within the patient to further reduce the tr, it was successfully placed. Upon deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the septal leaflet. A third mitraclip xtw was attempted to be placed, it was unsuccessful due to a large coaptation gap. The clip was removed from the patient and the procedure was discontinued. The final tr remained at grade 4. There were no adverse patient sequela or clinically significant delays reported.